Event description:
It was reported that during the implant procedure, the pulse generator connector port had difficulty accepting the atrial lead. Eventually, the lead was secured and the pulse generator was implanted successfully. The patient was stable throughout the procedure.